Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the line broke off of the sampling manifold when the user facility went to de-bubble the circuit. There was no pt involvement, the product was changed out, and the surgery was completed successfully.

Manufacturer narrative:
Terumo cardiovascular systems has received the actual device; however, terumo is still investigating this issue and will be submitting a follow-up report when more info becomes available. (B)(4).